Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between january 6-7, 2025. H11: the actual devices were not available; however, three photographs of samples were provided for evaluation. Visual inspection was performed which showed white drug powder located at connection of the blue winged luer cap and flow restrictor which may indicate a leak occurred. No image of liquid leak was shown in the photos. The reported condition was verified. The cause of the issue could not be determined; however, probable cause may be use-related in which the blue winged luer cap may not have been securely tightened after the device was filled with drug fluid. The product label (IFU) indicates the blue winged luer cap should be securely connected to the device after fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume folfusors leaked; drug was noticed on the outside of the blue caps attached to the lines. This was observed before patient use. The devices were filled with fluorouracil 3950mg in 115 ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.